Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-00544.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using penumbra coil 400''s (pc400's). During the procedure, the physician deployed and detached five pc400's into the target vessel using a non-penumbra catheter and a penumbra coil detachment handle (handle). The physician then had deployed a sixth pc400 (lot # a25537) into the patient but had difficulty detaching the coil using the same handle. After several attempts, the physician was able to detach the coil. Next, the physician deployed a seventh pc400 (lot # f70957) into the patient and attempted to detach the coil using the same handle. However, after several attempts, the pc400 was unable to detach and was removed. Thereafter, the procedure was completed using a new pc400 and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pull wire was not present with the penumbra coil 400 (pc400) pusher assembly. The pc400 pusher assembly was kinked approximately 5.0 cm from the proximal end of the pusher assembly. The embolization coil was returned detached from the pusher assembly and coagulated blood was on the proximal end of the embolization coil. There was coagulated blood present inside the pusher assembly hypotube. There was offset coil winds along the length of the embolization coil. The pc400 was returned with the embolization coil detached from the pusher assembly and was therefore, not functionally evaluated. Conclusions: evaluation of the returned device revealed that the pull wire had been fully retracted from the pusher assembly and the embolization coil was detached. This damage was likely incidental and was likely done after the procedure in question was deemed complete. The lack of a rotating hemostasis valve (rhv) and continuous flush likely contributed to the coagulated blood found on the embolization coil and inside the pusher assembly hypotube. This blood could have possibly contributed to some difficulty when attempting to detach the embolization coil. However, due to the returned state of the device, the root cause of this failure could not be determined. Further evaluation revealed offset coil winds along its length. This damage was likely due to repeated manipulations of the coil against resistance. The pull wire and introducer sheath were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.